Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was getting a failed battery test alarm on the insulin pump. Troubleshooting was performed. Customer decided to bypass the battery out limit alarm troubleshooting. Customer stated that the battery compartment and the spring were not damaged or corroded. Customer did not have a new battery to try in the pump and decided to call back if she has any more problems.